Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the pam-I catheter was inserted by the doctor on duty, and upon opening the package, it was observed that the catheter was kinked, preventing it from advancing into the patient's artery." There was no patient harm or injury as this was found prior to use. Associated MDR numbers include: 3006425876-2025-00696.

Manufacturer narrative:
(B)(4). Upon clarification received from the distributor, it was determined that this MDR is a duplicate of MDR#3006425876-2025-00640, submitted on 14-jul-2025; thus, this initial MDR (3006425876-2025-00697) submitted on 15-july-2025 should be retracted.

Event description:
It was reported "the pam-I catheter was inserted by the doctor on duty, and upon opening the package, it was observed that the catheter was kinked, preventing it from advancing into the patient's artery." There was no patient harm or injury as this was found prior to use. Associated MDR numbers include: 3006425876-2025-00696 and 3006425876-2025-00697.